Event description:
Respond edge study: it was reported that prosthetic valve regurgitation, atrial fibrillation and 3rd degree av block occurred. Procedure summary: a 25 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty in accordance with the directions for use (dfu). A 25 mm lotus edge valve was deployed into the proper anatomical location. Event summary: one day after the index procedure, during the pre discharge transthoracic echocardiogram (tte) assessment, the subject was noted with moderate aortic regurgitation. Heart rhythm showed atrial fibrillation and 3rd degree av block. The subject was discharged to another hospital. It was further reported that two days post index procedure, the subject developed 3rd degree av block. Hospitalization was prolonged and a new dual chambered permanent pacemaker was implanted successfully. 11 days post index procedure, the event was considered resolved.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5: describe event or problem: additional information.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5:describe event or problem: new information. B6:relevant tests/laboratory data: new information. D4: lot number: new information. D4 expiration date : new information. H4 device manufacture date : new information.

Event description:
Respond edge study: it was reported that prosthetic valve regurgitation, atrial fibrillation and 3rd degree av block occurred. Procedure summary: a 25 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty in accordance with the directions for use (dfu). A 25 mm lotus edge valve was deployed into the proper anatomical location. Event summary: one day after the index procedure, during the pre discharge transthoracic echocardiogram (tte) assessment, the subject was noted with moderate aortic regurgitation. Heart rhythm showed atrial fibrillation and 3rd degree av block. The subject was discharged to another hospital. It was further reported that two days post index procedure, the subject developed 3rd degree av block. Hospitalization was prolonged and a new dual chambered permanent pacemaker was implanted successfully. 11 days post index procedure, the event was considered resolved. It was further reported that no new conduction disturbances were noted post balloon valvuloplasty. When the subject was discharged to another hospital, they were discharged on aspirin and clopidogrel. The previously reported permanent pacemaker was implanted 11 days post index procedure. It was further reported that prior to the index procedure, heparin or another anticoagulant was given and the subject was on a prior regimen of aspirin at the time of index procedure. The patient was also on prior regimen of antiplatelets other than aspirin at the time of index procedure. There was correct positioning of the lotus edge valve into proper anatomical location.

Manufacturer narrative:
A1: patient identifier: (B)(6). B5: describe event or problem: additional information. B6: relevant tests/laboratory data: additional information. B7: other relevant history: additional information. F10: patient code: the patient code of atrial fibrillation has been removed.

Event description:
Respond edge study: it was reported that prosthetic valve regurgitation, atrial fibrillation and 3rd degree av block occurred. Procedure summary: a 25 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty in accordance with the directions for use (dfu). A 25 mm lotus edge valve was deployed into the proper anatomical location. Event summary: one day after the index procedure, during the pre discharge transthoracic echocardiogram (tte) assessment, the subject was noted with moderate aortic regurgitation. Heart rhythm showed atrial fibrillation and 3rd degree av block. The subject was discharged to another hospital. It was further reported that two days post index procedure, the subject developed 3rd degree av block. Hospitalization was prolonged and a new dual chambered permanent pacemaker was implanted successfully. 11 days post index procedure, the event was considered resolved. It was further reported that no new conduction disturbances were noted post balloon valvuloplasty. When the subject was discharged to another hospital, they were discharged on aspirin and clopidogrel. The previously reported permanent pacemaker was implanted 11 days post index procedure.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study: it was reported that prosthetic valve regurgitation, atrial fibrillation and 3rd degree av block occurred. Procedure summary: a 25 mm lotus edge valve was selected for a transcatheter aortic valve replacement (tavr) procedure. A lotus introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty in accordance with the directions for use (dfu). A 25 mm lotus edge valve was deployed into the proper anatomical location. Event summary: one day after the index procedure, during the pre discharge transthoracic echocardiogram (tte) assessment, the subject was noted with moderate aortic regurgitation. Heart rhythm showed atrial fibrillation and 3rd degree av block. The subject was discharged to another hospital.